Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02941. It was reported the patient experienced a fall and the patient¿s left lead had migrated to t10-t11. X-rays confirmed the lead migration. Patient has partial pain relief with reprogramming. As a result, the patient is awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02941. Follow up revealed the patient underwent surgical intervention wherein one lead was revised on (B)(6) 2019 due to migration. It was reported that effective therapy was established post-operatively. Note: both of the patient's leads are being reported because it is unknown which lead is liable.